Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for an 80-90% stenosis, mildly calcified lesion in a mildly tortuous left anterior descending artery (lad). It is noted that the lesion was not pre-dilated. The physician successfully deployed a taxus express2 - 2.75 x 24 mm stent at 12 atms for 30 seconds. Upon withdrawal the fully deflated balloon was sticking to the stent. The physician re-inflated the balloon to 6 atms for 15 seconds, however, was unable to release the balloon. The physician then re-inflated the balloon to 10 atms for 10 seconds and pulled hard on the catheter to successfully remove the balloon. The physician post-dilated the stent to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "fine."